Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) due to tape not sticking event leading to hypoglycemia on (B)(6) 2024. The blood glucose level was 62mg/dl at the time of event and the patient got treated with glucagon. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
This MDR is being submitted to update the lot number , expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
The supplemental MDR 1 with manufacturing report number (8021545-2025-00096), was submitted on 22-apr-2025 with complaint (B)(4). It was discovered that this MFR number was associated with complaint (B)(4). Therefore, supplement 2 is being submitted to correct the MFR number. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for complaint (B)(4) on 16-jul-2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6006261 was manufactured according to document version 80 appendix 1 batch card for production of packaging room on 11-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-jul-2025 against malfunction code no malfunction based on complaint information and lot 6006261, with one other complaint identified having a reportable harm. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.